Event description:
During an atrial fibrillation ablation procedure using an agilis nxt introducer, a pericardial effusion occurred. Transseptal puncture was completed with an agilis introducer without a transseptal needle. A non-sjm catheter was used for geometry in the left atrium without satisfaction of the map and ventricular egm's were noted. The introducer was then exchanged for a non sjm introducer for delivery of the cryoablation balloon. Ventricular egm's remained. Contrast was injected and revealed the introducer was in the pericardial space with patient hypotension noted. Anticoagulation was reversed and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
One agilis nxt steerable introducer was returned for evaluation. Multiple kinks were noted proximal to the distal tip. The device deflected in both directions when actuating the steering mechanism, but no longer deflected in the correct shape due to the kinks. A review of the device history record was not possible since the batch number was unavailable. The cause of the kinks is consistent with damage during use and the cause of the reported pericardial effusion could not be determined. Per the IFU, cardiac perforation in a known risk with the use of this device.